Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The sample was rerun twice and continued to result lower than expected. A new sample from the patient was run on an alternate instrument and resulted higher. The operator of the dimension exl instrument then ran quality controls and reran eleven patient samples on both the same instrument and an alternate instrument, and the samples resulted higher on both instruments. The discordant results had been reported to the physician(s). Upon repeat testing, the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the customer adjusted the pump rate, replaced the salt bridge tubing and pump tubing, and primed the integrated multisensor technology (imt) system. The customer obtained the expected results after priming fluids through the imt system and rerunning quality controls, which were within range. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.